Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During visual inspection and evaluation of the console, it was identified that cord has exposed wires near where it connects to the footswitch caused by a footswitch damaged. It is likely that the damaged foot switch could have affected the device performance leading to the event experienced by the customer. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that before of the procedure, the footswitch cord has exposed wires and due to this, the console could not work. The procedure was rescheduled. The patient outcome is unknown. This event is being reported for a rescheduled/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
D3/g1 additional email: (B)(4).

Event description:
It was reported that before of the procedure, the footswitch cord has exposed wires and due to this, the console could not work. The procedure was rescheduled. The patient outcome is unknown. This event is being reported for a rescheduled/cancelled procedure with a patient under general anesthesia.